Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited crosstalk resulting in pacing inhibition. The entire system including the right atrial (ra) lead was removed and replaced. The patient¿s condition is stable. Reference report: mw5183332. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".